Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the middle of the stent were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during use with the guideliner. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05941. It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 3.00mmx24mm and 3.00x28mm promus premier¿ stents were advanced in unknown order to treat the lesion; however, the stents were damaged by the non bsc guide extension catheter. The procedure was completed with another 3.00mmx24mm promus premier¿.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05941. It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 3.00mmx24mm and 3.00x28mm promus premier stents were advanced in unknown order to treat the lesion; however, the stents were damaged by the non bsc guide extension catheter. The procedure was completed with another 3.00mmx24mm promus premier.